Manufacturer narrative:
A ge representative contacted the customer and directed the repair of the system over the phone.

Event description:
The customer reported a flash memory check error. No patient injury was reported.